Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided two images of the defect. Two guide wires with kinks throughout the body are pictured. The customer also returned one guide wire for analysis. No definite signs of use were observed on the guide wire body. Visual analysis revealed that the guide wire was kinked/bend in multiple locations. The distal j-bend appeared misshapen but intact. Microscopic examination confirmed the defect and revealed that both welds were present and spherical. The kinks measured 405, 453, and 761mm from the proximal end. The overall length of the guide wire measured 604mm, which is within specification limits of 596mm - 604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.80mm, which is within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was threaded through a lab inventory syringe and lab inventory needle, and the undamaged portions passed with little to no resistance. A manual tug test confirmed that both welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a kinked guide wire was confirmed by investigation of the returned sample. The guide wire was kinked in multiple locations throughout the body. The sample passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the returned sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).